Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 would not cauterize. The jaws of the harvesting tool were not open (even slightly) during the insertion. No resistance was noted. The power setting on the power supply was set to 3. The cables were changed 3 times. A second kit was opened to complete the case. Arm ischemia time was extended. No patient harm was reported.

Manufacturer narrative:
(B)(4). The lot # 3000303245 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.